Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined drawer failed due to solenoid. Field service engineer replaced solenoid and replaced cat5e cable for a shorter one to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation system drawer failed.the customer stated that drawer failed to open and not able to remove meds no delay.there were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation system drawer failed. The customer stated that drawer failed to open and not able to remove meds. No further information is available. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrected and or additional information is included in the following sections: a1, d1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-nov-2022 to 22- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined drawer failed due to a faulty solenoid. A field service engineer replaced the solenoid and cat5e cable for a shorter one to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.